Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2199411. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10

Event description:
It was reported that 5 bd insulin syringes with the bd ultra-fine¿ needle had difficult plunger movement during use. The following information was provided by the initial reporter: "medical research lab injecting mice asking for information on 328291 plunger hard to move lab tech reported using the syringes to inject his mice for a study. Finding the plunger harder to move in this box than a prior box of the bd insulin syringes on 5 syringes"

Manufacturer narrative:
The customer's address is unknown. New jersey, USA, USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd insulin syringes with the bd ultra-fine¿ needle had difficult plunger movement during use. The following information was provided by the initial reporter: "medical research lab injecting mice asking for information on 328291 plunger hard to move lab tech reported using the syringes to inject his mice for a study. Finding the plunger harder to move in this box than a prior box of the bd insulin syringes on 5 syringes."